Manufacturer narrative:
Investigation findings items returned for evaluation: pusher; implant; introducer. Items not returned for evaluation: shrink lock. Dispenser hoop. Microcatheter. The visual analysis of the returned items found the implant stretched and entangled with the implant gel exposed. The introducer was returned undamaged. The introducer distal tip was found to be within specification (spec= 0.018" -0.0005/+0.001). Investigation conclusion the investigation of the returned coil system found the implant coils stretched and entangled with the implant gel exposed, which is consistent with the alleged product issue. The stretched condition of the implant is consistent with the coil becoming stuck or experiencing friction during repositioning within the target site (i.e., stuck on previously implanted coils or the tip of the microcatheter). The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
No additional information was received. Please see d10, h6 & h11.

Event description:
It was reported the hydroframe coil was partially deployed into a mca aneurysm as part of a balloon-assisted coiling procedure for a sah patient. After a number of coil manipulations to create a successful frame alongside balloon inflations, the coil was withdrawn into the microcatheter. A noticeable change in the feel of coil 121 was noted and it was observed that the coil and pusher did not interact. The coil/microcatheter complex was withdrawn followed by balloon back into benchmark guide and removed from the patient. Inspection of the coil and pusher outside of the patient resulted in a break between pusher and coil ball. The aneurysm was subsequently and successfully treated with w5-5-3 web device, no impact or injury to the patient. No other additional information was provided.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue of separation and the incident as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. H3 other text : not returned.